Event description:
On february 12, 2024, palette life received notification of the following complaint: "yesterday, I became aware that the [physician] in west virginia inserted a barrigel last week, resulting in a rectal wall injection (rwi)." Subsequently, on (B)(6) 2024, additional information was provided, indicating difficulties with the device, particularly in cases of incorrect placement. It was noted that a barrigel misalignment had occurred, necessitating the insertion of a new barrigel to replace the old one, which was removed using a dissolving solution. Following the placement of the new barrigel, urologists involved in the case discovered the misalignment during ultrasound scanning. On february 21, 2024, follow-up information regarding the patient was received, revealing that the patient had barrigel remaining in the rectum and was scheduled for a hyaluronidase injection on (B)(6), 2024, to dissolve the barrigel, followed by re-implantation on (B)(6) 2024. On april 15, 2024, it was reported that the reversal and reimplantation procedures were performed on (B)(6) 2024. Despite multiple attempts to obtain additional information regarding the patient's status after the reversal and re-implantation, no further updates have been obtained.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life will continue to monitor and trend for reports of this nature.

Event description:
On february 12, 2024, palette life received notification of the following complaint: "yesterday, I became aware that the [physician] in (B)(6) inserted a barrigel last week, resulting in a rectal wall injection (rwi)." Subsequently, on february 19, 2024, additional information was provided, indicating difficulties with the device, particularly in cases of incorrect placement. It was noted that a barrigel misalignment had occurred, necessitating the insertion of a new barrigel to replace the old one, which was removed using a dissolving solution. Following the placement of the new barrigel, urologists involved in the case discovered the misalignment during ultrasound scanning. On february 21, 2024, follow-up information regarding the patient was received, revealing that the patient had barrigel remaining in the rectum and was scheduled for a hyaluronidase injection on (B)(6) 2024, to dissolve the barrigel, followed by re-implantation on (B)(6) 2024. On (B)(6) 2024, it was reported that the reversal and reimplantation procedures were performed on (B)(6) 2024. Despite multiple attempts to obtain additional information regarding the patient's status after the reversal and re-implantation, no further updates have been obtained.

Manufacturer narrative:
Qn#(B)(4).

Event description:
On february 12, 2024, palette life received notification of the following complaint: "yesterday, I became aware that the [physician] in (B)(6) inserted a barrigel last week, resulting in a rectal wall injection (rwi)." Subsequently, on february 19, 2024, additional information was provided, indicating difficulties with the device, particularly in cases of incorrect placement. It was noted that a barrigel misalignment had occurred, necessitating the insertion of a new barrigel to replace the old one, which was removed using a dissolving solution. Following the placement of the new barrigel, urologists involved in the case discovered the misalignment during ultrasound scanning. On february 21, 2024, follow-up information regarding the patient was received, revealing that the patient had barrigel remaining in the rectum and was scheduled for a hyaluronidase injection on (B)(6) 2024, to dissolve the barrigel, followed by re-implantation on (B)(6) 2024, it was reported that the reversal and reimplantation procedures were performed on (B)(6) 2024. Despite multiple attempts to obtain additional information regarding the patient's status after the reversal and re-implantation, no further updates have been obtained.

Manufacturer narrative:
Qn # (B)(4). Received additional information on 25-jun-2024. Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 13 june 2024 and the follow-up sent on 26 june 2024 should be retracted.